Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Removed device code loosening: unknown interface (loss of or failure to bond).

Event description:
Additional information received indicated that the interface was loosening at bone to cement and a cement is not depuy.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr - tibial aseptic loosening from slight medial collapse. Primary tkr (B)(6) 2018 at (B)(6). Tibial xray postop all ok. Patient complained of pain 6 weeks ago and xrays showed slight medial collapse and radioluncant lines on the lateral side. Same revised and tibial was loose. Doi: (B)(6) 2018; dor: unknown date; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination. All available images were reviewed and showed fixation between the implant-cement-bone interfaces in the form of bony ingrowth on the tibial tray's base. Without the pre-op radiographs described in the event description, it was not possible to confirm "loosening" and "migration" allegations. No evidence of anything indicative of a device failure was found and root cause could not be established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : this particular investigation found no need for a broader investigation, immediate or corrective action because no evidence or deficiency suspecting an error in manufacturing/material that would be a contributing factor in the reported allegation(s) was identified. A manufacturing records evaluation (mre) was not performed.